Event description:
It was reported by the patient's parents that the patient was not performing as well as he used to, and that sometimes he has uncomfortable sound sensations. Over a period of several weeks all the external equipment was exchanged, but without remedying the situation. In 2006, the patient was tested under general anaesthesia as it was not possible to approach the child with the external coil. The results of the electronic evaluation were normal, no evidence of a malfunctioning device was observed. However, the parents of the child reported that the patient had been hit over the implant position just before the abnormal behavior was observed. It was agreed that all the recorded data would be analyzed by an international team of experts in another country, and discuss the outcome with the surgeon to decide the next steps to be taken. The surgeon planned to operate the following month, to implant the contra-lateral ear and re-evaluate the implant.

Manufacturer narrative:
The device was explanted in 2006. The surgeon decided during surgery to explant the device and bi-laterally implant the patient. The explanted device should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.